Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the expiratory channel printed circuit board (pcb) were defective and in need of replacement. Further, two expiratory cassettes were physically damaged and replaced. Replacement of the expiratory channel pcb and expiratory cassettes solved the issue. No log files have been provided. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flow meter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The expiratory cassette main function is to measure the expiratory gas flow using the flow meter inside the expiratory cassette. The replaced parts have not been returned for further investigation. According to the received information, the cause of the issue has been determined and was related to defective expiratory channel pcb and expiratory cassettes.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).